Manufacturer narrative:
(B)(4): (colonofibroscopy), (high test result.) Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer observed elevated architect ca19-9xr values above the normal range. A falsely elevated architect ca19-9 result of 60.8 u/ml was generated with reagent lot 08852m500, which was reported out of the lab for one male patient getting a health screening. Based on the falsely elevated result, the patient had a CT, echo, repeat blood test and colonofiberscopy performed. On (B)(6) 2012, reference lab testing (method unknown) generated a normal result of 20.4 u/ml. There was no known adverse consequences.